Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation found evidence of contamination leading to heat damage. The cause was identified to be contamination/heat damage on radio/printed circuit board. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump battery module heat damage was observed. No additional information is available.